Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia around 296 mg/dl while the ilet delivered unusually high insulin volumes, exhausting approximately 150 units with multiple supply changes, without observed external leaks; the user does not meal announce per hcp guidance and uses inset infusion sets with a g7 sensor. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided, including log review that showed supply changes and volume drops, and education on supply change procedure with guidance to insert the cartridge solo to reduce potential connection-related leaks; a reset was discussed so the system could relearn given the change in meal announcing. Investigation of this case revealed no findings available with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.